Event description:
Hill-rom received a report from a hill-rom tech stating that the brake caster would not hold. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech during a between patient inspection found the brake not holding due to normal wear and tear. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.